Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a shaft pinhole located approximately 10mm proximal to the proximal balloon bond. The shaft of the returned device had stretching damage beginning approximately 4mm proximal of the proximal balloon bond and extending approximately 7mm proximately along the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The shaft pinhole is located approximately in the middle of the shaft stretching. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that balloon leak occurred. The target lesion was located in an arteriovenous fistula. A 8.0 x 80 x 80 wanda balloon catheter was advanced for dilation. However, a leak was noticed during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole.